Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling from the bottom of the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The up, down, and ok keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were intermittently responding and required increased force to activate. The patient reported that there were no tears noted to the keypad however the keypad was peeling from the bottom of the ok button; the patient was unsure when the damage occurred. The patient reportedly wore the pump in a pump skin in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.